Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, vf episodes were recorded due to noise on the right ventricular lead. Diagnostic imaging was performed and no sign of externalization was present. No inappropriate therapy was delivered due to the oversensing and the lead was capped and replaced. The patient was in stable condition.